Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longer than expected charge times. Boston scientific technical services (ts) discussed the mid-life display of replacement indicators ((B)(4), 2007) advisory. Ts also discussed the device was included in the shortened replacement window advisory. It was unknown when the device reached middle of life 2. Ts advised that the device follow-up intensify to monthly. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.